Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00109 on 24-mar-2023. Siemens filed the supplemental MDR 2517506-2023-00109_s1 on 12-apr-2023. Additional information (19-jun-2023): siemens evaluated the information provided and noted the issue was resolved when the customer installed a new barcode label printer. The customer has not observed any reoccurrence. The advia centaur xp instrument is functional and operating as specified. Siemens concluded the issue was resolved with the replacement of the barcode label printer, and no further evaluation is required. Correction: the supplemental MDR 2517506-2023-00109_s1 section h10 includes an incorrect reference to 2517506-2023-00131_s1. The correct reference is 2517506-2023-00131. MDR 2517506-2023-00131_s1 was filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00109 on 24-mar-2023. Additional information (16-mar-2023): the customer informed siemens that their advia centaur xp instrument misread patient samples. The customer stated a sample rack was placed in the sample entry queue, and the instrument incorrectly identified the barcode position for 4 sample ids. The customer manually entered the first sample ID in the correct position, placed the sample rack in the stat queue, and the instrument correctly identified the physical location of the four samples. Siemens is investigating the event. MDR 2517506-2023-00131_s1 was filed for the same event.

Manufacturer narrative:
A united states customer contacted siemens customer care center to inform that a sample in the rack 0038c position resulted from 0038d. Siemens dispatched a customer service engineer (cse) to the customer site. The customer informed the cse that the computer screen showed a sample in position a on the rack but would change on the computer screen to position b. The cse performed troubleshooting, which included inspecting the barcode scanner and performing tests in diagnostics. No issue was noted, and the settings were verified and within specification. The cse noted the advia centaur xp was operational and monitored the instrument. The cse performed a follow-up and additional services, which included adjusting, aligning, calibrating the sample barcode scanner and running barcoded samples in diagnostics. The barcode reads were good and with no errors. The cse noted that no major adjustments were made to the barcode scanner; however, a new barcode printer has been used since the last service visit. Siemens is investigating the event.

Event description:
The customer informed siemens that their advia centaur xp instrument misread a patient sample. The customer stated that a barcode in rack 0038 on the advia centaur xp instrument misread a sample position and was reported from position d when the patient sample was in position c. The incorrect result was reported to the physician(s). The customer used the same patient sample to perform repeat testing in duplicate on an alternate advia centaur xp and the initial instrument. The customer stated that repeat results were lower and similar between the two instruments, and issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the reported event.